Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm auto off. Customer's blood glucose at time of incident was 467 mg/dl. The customer was explained the auto off and how it affects daily total. The customer confirmed insulin dripped from the quick release with a 5 unit fixed prime while disconnected and set it back to the 0.5 unit it originally had. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 467 mg/dl. The customer had not yet treated and advised to test blood glucose and to treat. The customer declined to troubleshoot for high blood glucose.